Manufacturer narrative:
(B)(4).

Event description:
It was reported that the t2 implant did not stay implanted. All implants were removed successfully. A less than 30 minute delay was noted and a backup was used to complete the procedure. No patient injury was reported as the result of the event.

Manufacturer narrative:
Device investigation narrative - examination was not possible, as the device will not be returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event without the return of the device. No further investigation is warranted at this time. (B)(4).